Event description:
Patient brought to surgery and placed under general anesthesia. During the procedure, the tip of a disposable hook electrode broke off. Xray was taken with no evidence of a retained foreign body. Manufacturer response for hook electrode, depuy mitek vapr hook electrode (per site reporter). Surgery inventory coordinator called customer service to report the issue. Coordinator will follow-up.